Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was identified that the vvi 70 emergency button was hit at implant. The device was quickly programmed out of this mode. However, when the device was interrogated in the clinic, the device displays the data in vvi mode due to the firmware.

Event description:
It was reported that the diagnostics on the device show only ventricular pace and ventricular sense percentage and no atrial information. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.